Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving morphine (15 mg/ml at 6.125 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2016 it was reported that in (B)(6) of 2016 a volume discrepancy was noted and the patient had lack of symptom relief. A (B)(6) study and (B)(6) study were done today. The (B)(6) study showed that the catheter had been pulled down to t11 and may have rolled into "gutter". The (B)(6) study was normal. A catheter revision was discussed; the revision was planned but not yet scheduled. The patient status was "alive- no injury". The issue was not resolved. There were no environmental, external, or patient factors that led or contributed to the issue.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.